Manufacturer narrative:
Additional information: b5- per the reporter's email on (B)(6) 2023 the lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. H6 health effect - impact code: changed to 4629. Claim# (B)(4).

Manufacturer narrative:
B5 correction: per the reporter's email on (B)(6) 2023 the lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. G3 - corrected to 05-nov-2023 in the previous MDR (supplemental #1). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -17.0/+2.0/093 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. That same day the lens was replaced with a longer length lens although it is unclear whether this was within the same procedure that the lens was removed. The problem was resolved. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim#: (B)(4).